Event description:
During the procedure, the tactisys quartz would not connect, and a replacement was needed from another hospital resulting in a delay of the procedure. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence.